Event description:
The resident's family borrowed one of the facilities wheelchairs to take the resident to their car. When wheeling the resident on the main front sidewalk, the front left plastic spokes in the wheelchair cracked and broke causing the resident to fall onto the sidewalk. Resident sustained a bruise and abrasion to the left knee and left outer wrist. Complained of pain in left rib area. Ambulance transported resident to hospital for x-rays, which were negative. Resident weights 212 lbs. The sidewalk was examined and revealed 3 cracked areas with a very small depression. The temperature was cool, around freezing.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: environmental factors. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.